Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer's blood glucose level was 45 mg/dl at the time of incident and current is 155 mg/dl. It also stated that the customer treated their low blood glucose with food. The customer also reported that drive support cap was normal. It was also reported that the customer was neither hospitalized nor in emergency room for low blood glucose level. The customer will not return insulin pump for analysis.